Event description:
The barcodes that were scanned did not process and the user was unable to enter the codes manually by the keyboard. The procedure was canceled. The patient was under anesthesia for 1 hour prior to the canceling of the procedure. The patient was rescheduled to be treated at a later date using a different machine.

Manufacturer narrative:
On the day before the event, the device had a software glitch and recovered. That case was completed without incident. It is unknown if this prior event is related to the event that is reported. The unit is currently under technical analysis. Initial tests have yet to find any issues and/or a repeatable error. The root cause testing is still in process.